Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient contacted dexcom on 05/25/2016 to report that they experienced an adverse event on (B)(6) 2016. Date of issue is an approximation. The patient stated that they had a blood glucose value of 29mg/dl and woke up with IV's in their arm. There was no alleged device malfunction. No additional event or patient information was provided.